Event description:
It was reported that during a laparoscopic liver procedure, immediately an instrument was placed into the trocar and the gas leaked from both the duck billed seal and the universal seal. It was resolved by tapping the trocar and the seal reverted to its original position. There were no adverse consequences for the patient. The customer disposed of the device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Unknown. What was the gas consumption rate or volume (liter/minute)? Unknown. Were you able to identify where the leak was coming from? Yes, the seal. Was a device inserted in the trocar during the leaking? If so, what device? Unsure as to what device, the leak occurred once device had been removed. Was any torque being applied to the trocar or device? Unknown.